Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system was leaking at the tubing junction. There was also a loose y-connection. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
In response to the event reported by your facility a device history report was conducted for lot number 8043062, and no related abnormalities were found. This lot of intima ii was manufactured march 2018; bd engineers have noted a trend in leakage occurring in this location for this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. The facility submitted samples and photographs for evaluation and testing. Measurements of the physical dimensions of the returned devices determined that they were out of specification for swage depth, making the cavity too narrow to hold the tubing adequately. Visual observation of the tubing determined that it had markings consistent with this, leading to a leakage between the tubing and the adaptor. A review of the manufacturing process determined that the root cause is an obstruction of the swaging station¿s guiding camera during production. Although this is a rare occurrence, it is possible for the extension tubing to fall off the production line in a way that allows it to settle into a position that obstructs the camera¿s eye causing the swaging process to terminate prior to completion. The plant is expected to finish optimizing the camera system by the end of the month to address this event. Until completion, the sampling size for product inspections has been increased. Bd will continue to track and trend for this issue.

Event description:
It was reported that a bd intima-ii closed IV catheter system was leaking at the tubing junction. There was also a loose y-connection. There was no report of exposure, serious injury or medical intervention.